Event description:
It was reported that the device ECG signal, through the therapy cable, would intermittently read a flat line when the cable was moved in a certain direction. However, the device was able to deliver defibrillation energy. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control verified the reported issue and replaced the internal therapy connector assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and was unable to duplicate the reported issue.